Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. Manufacturing location: bd corporate headquarters in (B)(4), is used as the manufacturing site. The actual manufacturing site for this device, (B)(4), is an OEM. (B)(4). Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the blade of the suspect device failed to retract following use and the phlebotomist pricked herself. It is unknown if any interventions were provided to either the patient or phlebotomist.

Manufacturer narrative:
Device evaluation: result - no samples or photos were returned for evaluation. The device history records were reviewed for the reported lot w7d18h6 and no records were observed which would confirm the defect under complaint. This lot was produced july 7, 2016 to july 10, 2016. Testing of the archival sample was conducted for compliance with the parameters established in product specifications. All lancets were correctly activated and retracted after activation. Conclusion - the defect under complaint was not confirmed in the archival sample. Without the actual sample, an absolute root cause for this incident cannot be determined. Due to an increasing trend of the number of complaints for failure of the needle to retract and more frequent accidental needle sticks, bd and (B)(4) have opened capas (B)(4) and kdk (B)(4). Three main causes of needle failure to retract were determined and corrections actions have been taken.